Event description:
It was reported that a patient underwent a tumor resection on (B)(6) 2022 and suture was used. Post-op, the patient experienced inflammation and poor wound healing. During ward round on the 8th day after the surgery, it was found that the patient's incision healed poorly, which was manifested by local incision redness and swelling, local tenderness, subcutaneous effusion and necrotic tissue residue, and rejection reaction between the suture and the patient's body. There was a risk of incision infection and the patient's hospitalization time was prolonged. The treatment included regular incision dressing change, wound vsd and local specific electromagnetic wave auxiliary treatment. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please describe any medical intervention required to treat the patient condition including medication name and results. What medical intervention was performed for the necrotic tissue residue? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Did the patient have an infection or if there was just a risk of infection? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure -unk. The diagnosis and indication for the index surgical procedure? -refer to event details. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? -unk. On what tissue was the suture used? -scalp tissue what was the tissue condition (normal, thin, calcified, fragile, diseased)? -unk how was the suture placed (interrupted or continuous)? -continuous how was the suture originally tied (multiple knots, square knot, etc.)? -unk. Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction).-refer to event details. Please describe any medical intervention required to treat the patient condition including medication name and results. -refer to event details. What medical intervention was performed for the necrotic tissue residue?-refer to event details. Were any pre-op cleansing procedures or products changed recently? If yes, please describe.-unk. Does the patient have a known allergic history to any medical devices, food and/or medication? -unk. Was allergy testing performed? If so, please describe with results. -unk. Are there any photos available? -no, did the patient have an infection or if there was just a risk of infection? -refer to event details. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). -refer to event details. Please provide the onset date/time of infection from the initial surgical procedure. -refer to event details. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? -unk. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? -unk. Were cultures performed? If so, please provide the results. -unk. How much and what type of drainage is present in this wound? -unk. Please describe any medical intervention performed including medication name and results. -refer to event details. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? -unk. Other relevant patient history/concomitant medications? -unk what. Is the physician¿s opinion as to the etiology of or contributing factors to this event? -unk. What is the patient's current status? -good. If applicable, will product be returned? If so, please provide the return date and tracking information. -no. Device history batch: a manufacturing record evaluation was performed for the finished device and no non conformances/ manufacturing irregularities related to the malfunction were identified.